Event description:
It was reported that the therapy had never worked for the pt. On (B)(6)-2010 the health care provider was preparing to perform an unrelated surgery and wanted to know about explant techniques for the spinal cord stimulator system. The system was explanted on (B)(6)-2011. The pt wanted the system removed as she needed a head MRI. The battery was removed, but when an anteroposterior xray was taken it was discovered that the lead was surgical paddle 3587 and not a percutaneous 3487. The pt's incisions were closed and she was referred to a neurosurgeon to remove the lead and the rest of the extension.

Manufacturer narrative:
(B)(4).